Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin during injection. The following information was provided by the initial reporter: after having successful prime, she is not able to inject her full dosage because the insulin flow will stop.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin during injection. The following information was provided by the initial reporter: after having successful prime, she is not able to inject her full dosage because the insulin flow will stop.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1132269 d.4. Medical device expiration date: 31-may-2026 h.4. Device manufacture date: 12-may-2021 d.4. Medical device lot #: 1272218. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 29-sep-2021.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin during injection. The following information was provided by the initial reporter: after having successful prime, she is not able to inject her full dosage because the insulin flow will stop.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25apr2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 6th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.